Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A center director reported that the laser stopped during lasik treatment in the patient's right eye. The treatment was twenty four percent complete. The secondary energy limit had been exceeded. This procedure was completed on the same day. At one day follow up, vision was reported good but patient had slight irritation. Upon follow up, irritation has resolved and vision is good.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. A review of the log file confirmed an error previously reported. However, treatment was completed successfully on the same day. A review of the technical service on site showed no abnormalities that could have contributed to this event. A technical root cause could not be identified conclusively. Laser was successfully verified prior and on the day of the event. (B)(4).